Manufacturer narrative:
Additional information provided in h.3. And h.10. A photo was provided of the lens in an opened lens case. A scratch/mark can be observed in the optic area of the lens, but due to the quality and lighting in the photo, the origin and details on the lens cannot be clearly observed at any magnification. Product history records were reviewed and the documentation indicated the product met release criteria. Based on our observation of the attached photos, the haptic is broken. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a scratch on an intraocular lens (iol). There is no reported patient impact. Additional information was requested.